Event description:
It was reported that during the preparation of the convective radiofrequency water vapor thermal therapy procedure the generator received error 400. Two devices were used to troubleshoot the generator issue while the patient was awaited treatment. The patient was in post sedation under a local anesthesia. The patient had to be rescheduled due to the issues with the equipment. There was no clinical consequences to the patient

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the console had a strong burnt smell coming from it. Detected the bovie 15w rf power supply was damaged. The generator was received with minor plastic enclosure damage. The rest of the generator was in overall good physical condition. The generator received all required updates. The generator passed full functional and electrical safety testing. Device displays 400 rf power supply error complaint was most likely caused by an electrical failure with the circuits in the bovie 15w rf power supply. The secondary finding of damaged enclosure parts was due to normal usage wear. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the preparation of the convective radiofrequency water vapor thermal therapy procedure the generator received error 400. Two devices were used to troubleshoot the generator issue while the patient was awaited treatment. The patient was in post sedation under a local anesthesia. The patient had to be rescheduled due to the issues with the equipment. There was no clinical consequences to the patient